Event description:
It was reported by plaintiff's attorney that the plaintiff was implanted with a sparc sling system on or about (B)(6) 2010 to treat pelvic organ prolapse and/or urinary incontinence. Plaintiff's attorney alleged plaintiff suffered, and continues to suffer, serious bodily injury and harm. Plaintiff's attorney also alleged plaintiff experienced pain, urinary problems, has sustained severe and debilitating injuries, mental and physical pain and suffering, mesh erosion, exposure/extrusion/protrusion, infections, bleeding, dyspareunia, bladder and bowel problems, has sustained severe and permanent personal injuries, and the need for additional surgery sometime after implant.

Manufacturer narrative:
Should additional info become available regarding this event, it will be re-evaluated and a f/u report will be sent.